Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. Conclusion: the definitive root cause of the reported event could not be determined. Possible causes of the reported issue include: it is possible the reported issue occurred because the video transmission between the scope and the processor became unstable due to the user's inadvertent excess force when connecting the scope or by repeated scope connections. It is also possible that the connector was exposed to fluid which would cause an intermittent image. Age/use related wear could also contribute to the reported issue.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: during the inspection olympus confirmed the intermittent image is due to loose scope socket video connector, which is not securing any paddles. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using a visera elite video system center, there was an intermittent image on the screen. There was no patient impact related to the occurrence.